Manufacturer narrative:
Device evaluated by MFR. The complaint device was returned for analysis. A visual inspection identified a longitudinal tear 12mm distal of proximal markerband and extending 24mm distally. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified forearm vein. A 5.0 x 40, 75cm mustang balloon catheter was advanced to dilate the lesion. However, upon the third inflation at 24 atmospheres for 90 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified forearm vein. A 5.0 x 40, 75cm mustang balloon catheter was advanced to dilate the lesion. However, upon the third inflation at 24 atmospheres for 90 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.